Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion error" was not reproduced. The device was sent for downstream occlusion testing, and the device failed due to alarming for a downstream occlusion above the specified range at a high flow rate. A review of the event history log revealed multiple "downstream occlusion!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor and downstream tubing guide. The force sensor and downstream tubing guide requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.